Manufacturer narrative:
Product event summary: the 12fcc13 sheath pf lot number 0012564695 was returned and analyzed. Visual inspection of the on the shaft and handle area was performed. The tip of the sheath was intact with no anomaly. The inspection identified a kink at the side port tube. The native dilator was not returned with the sheath. The steering mechanism and deflection test were performed. No anomaly was discovered. The lab test dilator was inserted into sheath and retracted several times, without any friction. The dilator was snap-locked to sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issue. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed "severe leak", which failed the test. The vacuum test with a negative pressure of 8.5 psig showed "below press", which failed the test. The valve was isolated from the circuit and the performance test with sentinel blackbelt leak tester was repeated. The pressure test with 45 psig showed "severe leak", which failed the test. The vacuum test with a negative pressure of 8.5 psig showed "below press", which failed the test. Dissection and manual pressurization were carried out on the sheath, during which a breach in the shaft was detected. Subsequent optical inspection under a microscope revealed damage to the shaft near the valve housing. In conclusion, the sheath failed the return product inspection due to a sideport tubing kink and a breach found on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was inserted into the sheath and air was purged from the side port and air continued to be drawn in. The sheath was replaced which resolved the issue. The outcome of the case is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.